Event description:
It was reported that the screen of the device suddenly turned blue during use. There was no stop of ventilation reported but the users decided to replace the device in a controlled maneuver; no patient consequences have occurred.

Manufacturer narrative:
The user facility did not involve the local draeger s&s organization into examination and repair of the device. Upon request for further information, it was reported that the device had been examined by an in-house biomedical engineer who could determine that the display cable was damaged requiring replacement. Additional details could not be provided. This lack of information does only allow a general assessment by the manufacturer; without inspection of the cable it is impossible to divide if it became worn over time or was accidentally damaged during the particular ventilation episode. The workstation consists of two main functional units - the cockpit with display & user interface and the ventilation unit; the particular cable connects both units in an outside routing. The ventilation unit is equipped with a small secondary display; when a problem with the cockpit occurs the user can observe the ongoing ventilation and basic parameter from this display. For a cable malfunction like reported this leaves room for connecting the patient to another device in a controlled maneuver. The entire device was in operation for eight years; a material or manufacturing defect is thus rather to be excluded. Post market surveillance data reasonably suggests that the design of the cable is adequate for the typical use conditions. H3 other text : device not available for evaluation.